Event description:
It was reported that when using the bd pyxis¿ es server device was not communicating with the server. The device was in profile mode, and error messages stating, patient order may not be current and patient interface problem were displayed. The device was operating under critical override. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all pyxis were not communicating. A technical support specialist dialed into the carefusion coordination engine (cce) and found that the cce service was not running. The server had not been rebooted in 265 days, so it was rebooted. Once the server came back online, the services started normally and messages began processing. The customer confirmed that the icons on the pyxis were cleared. The system functioned as intended after the technical support specialist troubleshot the device.